Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phoine call that insulin pump shut off and was not able to turn back on. Customer's blood glucose was unknown. Troubleshooting was not performed as customer had to take another call.